Event description:
It was reported; pediatric intensive care nurse placed a powerpicc where the tip dislodged in the patient's vascular system. Nurse states she placed at the bedside, she thinks 3 - 3.5cm of the tip came off of the device into the pulmonary artery and is now in the lung. She is unable to explain how the tip of the device came off into the patient's vascular system. The tip of the internal guidewire is now in a subsegmental branch of the pulmonary artery in the right middle lobe. The patient is currently stable. It appears there is still blood flow through the vessel. Removing this may cause more harm that if it were removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken wire was confirmed but the cause is unknown. The image of the implicated device was a coned down frontal view of the chest with a radiopaque wire fragment. The fragment appeared to be approximately 3-4cm in length and was overlaying the lower lobe pulmonary vessels. No other damage was seen to the wire (e.g. Kinks). Although a break in the wire could be confirmed from the returned imaging, the root cause of the damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.